Event description:
International affiliate reported a leak from a silicone tube on a transfer set. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the affiliate's reported event of tubing leakage. This was due to damage of the tubing. The root cause was undetermined. Renal product surveillance and quality engineering will continue to monitor this product line and take corrective/preventative action as appropriate.